Event description:
Account alleged that head hi/low would not raise up. Hill-rom tech discovered that head hi/low up valve was stuck. No injury reported. Tech replaced hydraulic head up valve assembly to resolve this issue.